Event description:
It was reported to philips that the system's geometry module was defective, which can impact geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.